Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having multiple bent cannula's. The customer¿s blood glucose level was 500mg/dl at the time of incident. The infusion set is being replaced and is expected to return for analysis. The reservoir will not be returned for analysis.